Event description:
The clinician reports the implant was inserted (B)(6)2015 in fdi 22 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6)2019, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling, bleeding and inflammation. No further patient complications were reported.